Event description:
Caller reported the patient had a codman 3000 for 17 years and it simply quit putting out the 1cc's per day. They never had an issue with that floating though, as patient said, 'he always anchors the pumps.' Caller later stated 'the codman was put in in 2004 or 2005, or something like that, I can't remember exactly when. It worked extraordinarily well until it simply quit putting out. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).